Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during preparation. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was intended for use following an interventional peripheral procedure using a retrograde approach. The physician was being trained on use of the device. Femoral artery suitability was verified by angiography or venography, including confirmation of a 30¿45-degree introducer insertion angle. A non-cordis introducer sheath was used. The vessel type was femoral artery, the vessel diameter was verified to be greater than or equal to 5 mm, calcium was present in the vicinity of the puncture site, and the device was prepared according to the instructions for use (IFU). No damage was found on the device or device packaging prior to opening. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during preparation. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was intended for use following an interventional peripheral procedure using a retrograde approach. The physician was being trained on use of the device. Femoral artery suitability was verified by angiography or venography, including confirmation of a 30¿45-degree introducer insertion angle. A non-cordis introducer sheath was used. The vessel type was femoral artery, the vessel diameter was verified to be greater than or equal to 5 mm, calcium was present in the vicinity of the puncture site, and the device was prepared according to the instructions for use (IFU). No damage was found on the device or device packaging prior to opening. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was noted deflated, and the core wire was present. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis; however, during inflation, a loss of pressure was observed, consistent with the reported event. The exact cause of the balloon loss of pressure could not be determined based on the available evidence. However, this type of damage is consistent with cases where the observed condition may result from handling, procedural, or other non-manufacturing related factors. A high-magnification microscopic evaluation was conducted to further assess the balloon. During this analysis, a tear was confirmed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as this issue was found during preparation of the device, handling factors during prep are likely, especially since the user was in training at the time of the event. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.